Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reports "they are currently being diagnosed due to swollen lymph nodes and suspected autoimmune disease". This relates to the left implant. Device remains implanted.

Manufacturer narrative:
Correct reason for reoperation: "recall" and "swollen lymph nodes (side unknown)".

Event description:
Event of "suspected autoimmune disease" is not device related.